Manufacturer narrative:
The suspect medical device in the initial MDR was incorrect. MDR number 3002809144-2018-00006 has been submitted with the correct suspect medical device and all further information will be documented under this MDR number. Change in suspect medical device of customer issue.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p99, which has a similar product distributed in the us, list number 03l81.

Event description:
The customer reports that one patient sample (sid (B)(6)) generated an initial alinity creatinine assay result of 3.37 mg/dl on an alinity c processing module. The sample retested at 0.69 mg/dl. No suspect results were reported from the lab. There is no impact to patient management reported.